Event description:
It was reported that the patient experienced a cardiac tamponade. During a percutaneous catheter myocardial ablation procedure, an intellamap orion high resolution mapping catheter was selected for use. A non-boston scientific hra/rv catheter was placed too strongly and the isp raised the rate. Atrial fibrillation (af) occurred after mapping right atrium at1 and at2, and blood pressure dropped after dc. Drainage and pericardial massage treatment was performed. Pericardial fluid volume was 650ml. After completion of hemostasis, the patient was stable and left the catheter room. Procedure was able to be completed with the original device. Catheter is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.